Manufacturer narrative:
The event date was estimated. Approximate age of device ¿ 3 years. The event occurred at (B)(6) medical centre. The pump was not explanted and therefore will not be returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was hospitalized on an unspecified date due to pneumonia. The patient then developed right ventricular failure and gi bleeding. The patient was scheduled for a colonoscopy on (B)(6) 2017 but ultimately expired on (B)(6) 2017 due to an unrelated event. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported event could not be conclusively determined. Right heart failure and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.